Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the pump battery was intermittently observed to be depleting rapidly which resulted in multiple, intermittent pump shutdowns. Customer's blood glucose (bg) was elevated; however, specific bg value was not provided. Customer addressed bg level with manual injections. Reportedly the customer continued to use manual injections as alternate insulin therapy.